Manufacturer narrative:
(B)(4).upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 100mmh2o. The valve was visually inspected: 2 small cuts/tears were noted in the silicone housing near the distal end of the valve. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) , the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked form the 2 small cuts/tears in the silicone housing. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3100, with lot cvgb7f, conformed to the specifications when released to stock in 27th june 2016. The root cause for the tear/cut in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe (health hazard evaluation) it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. The root cause for the disconnected connector is probably due to wrong handling of the device, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: device made prior to compliance date, (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Leakage. The device's valve made leakage during operation for perfusion in the cerebrospinal fluid shunt surgery. Changed another one to complete. There is no report of patient injury.